Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. They also stated that the results from the biochemistry analyzer matched the clinical picture, no treatment was performed and a corrected report was issued.

Event description:
The customer reported discrepant low sodium results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the data files. It is confirmed that benzalkonium interference was present during the suspect sample time on (B)(6) 2017 on rp500 sn (B)(4) mcart 2700406518. This is a known interferent for the na sensor per the rp500 operators manual.